Event description:
Two ethicon endopath ets-flex 45 articulating endoscopic linear cutters that were being utilized according to MFR's instructions, misfired during the operative procedure. FDA safety report ID# (B)(4).